Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had elevated blood glucose (bg) levels and had been hospitalized for diabetic ketoacidosis. The contact stated that the high bg was due to stress and hormonal changes during puberty. Although multiple requests were made for additional information, the contact did not reply.